Event description:
It was reported that the right atrial (ra) lead was found to be dislodged. The suspected cause of the dislodgement was patient twiddler's syndrome. The ra lead was explanted and replaced to resolve the event. The patient was stable.